Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received undeployed. It completed first and second primes. First prime was completed at 20 pulses which is earlier than expected. This resulted in the needle not deploying when second prime was complete. Rotational sensor errors were seen in the data causing first prime to end early. The pod was reset and rerun. It delivered 5 u bolus during its rerun. The rerun data did not generate the rotational sensor malfunction. The commutator cap was inspected for damages. Multiple scratch marks were observed on the commutator cap. It could not be determined if this damage contributed to the rotational sensor errors.